Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily calcified, 90% stenosed lesion in the heavily tortuous right coronary artery (rca). A 2.25x38mm xience skypoint drug eluting stent (des) was advanced with resistance from the anatomy and was caught in the calcified lesion. The des was removed with resistance from the anatomy, and the stent was noted as flared. Additional balloon dilatation was performed, and a new xience stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.